Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, approximately 7 years post implant of a 26mm sapien valve, the valve was failing (the exact failure is not known at this time). A sapien 3 valve was deployed in the existing sapien valve during a valve in valve procedure. No further information is available at this time. Prior to the deployment of the initial sapien valve, the native aortic valve appeared to be moderately to severely calcified with an ¿asymmetric opening¿. The native aortic annulus measured 23.5mm by CT. The sinus of valsalva (sov) measured 35.2mm and the sinotubular junction (stj) measured 27.5mm.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The valve was not returned to edwards for evaluation as it remains implanted in the patient. Medical record review revealed 7 years post deployment, the sapien 3 valve leaflets appeared thickened with restricted motion. Severe valvular aortic stenosis secondary to degenerative fibrocalcific changes of the bioprosthesis was noted. A mean gradient of 62 mmhg was reported. Mild central aortic regurgitation and trace paravalvular leak (pvl) was noted. Due to a double lung transplant, the patient was considered a high surgical risk. The valve in valve procedure was successfully performed. At the time of the report, the patient was in stable condition. Both valves remain implanted in the patient. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, there was no allegation or indication a device malfunction contributed to the adverse events. Based on the limited information provided, the root cause for the valve stenosis and subsequent restricted leaflet mobility and thickened leaflets 7 years post valve implant could not be confirmed but may be related to the patient¿s co-morbidities or pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.